Event description:
It was reported that during a da vinci-assisted rectopexy procedure, error 25521 occurred. Prior to contacting intuitive surgical, inc. (Isi) technical support, the caller (doctor) indicated that the operating room team already restarted the system with no resolve. The isi technical support engineer (tse) confirmed from a log review, the error occurred, pointing to patient side manipulator (psm) 1. As instructed by the isi tse, the caller restarted the system again with the emergency power off function; however, error persisted. The isi tse suggested that psm1 be disabled to continue with the case with two system instrument arms instead of three. The caller indicated it was not possible and the operating room team decided to convert and complete the case via a traditional laparoscopic approach. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the reported error, the isi fse replaced the effected patient side manipulator (psm). The system was then tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the issue during power up. To resolve the issue, the embedded serializer patient manipulator (espm) and embedded serializer for the instrument interface (esii) printed circuit assembly were replaced. This complaint is being reported due to the following conclusion: during a da vinci-assisted rectopexy surgical procedure, repeated instances of an error that ultimately required disabling of a psm occurred, which the customer was not able to accommodate. The procedure was converted to a traditional laparoscopic approach. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.